Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 48mm saccular abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was reported as the proximal neck diameter was 26mm and 35mm in length. The diameter of the right (common) iliac was 11mm and 33mm in length. The diameter of the left (common) iliac was 10mm and 20mm in length. It was reported that after the main body was deployed a final dsa showed a type IV endoleak which flowed into the internal iliac artery (iia). In addition it was confirmed that the main body landed close to the external iliac artery (1 stent length). Ballooning was performed; however, did not improve. The physician decided to complete the procedure and the patient will remain under observation. Two days after the index procedure the patient presented with abdominal pain and blood faeces and it was confirmed bowel ischemia; therefore an artificial anus was created. The physician will monitor the patient. The patient is fine and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: occlusion. Short common iliac length. Conclusion: occlusion. Short common iliac length.